Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes >2500 ohms atrial impedance. The lead tested normal via an analyzer. Therefore, the pulse generator was replaced.